Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "corroded air water cylinder" is traced to component failure and for the malfunction "foreign object inside the control unit" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object inside the control unit and corroded air water cylinder. There was no patient involvement.